Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.

Event description:
It was reported that the patient had a questionable cardiac arrest, "device did not treat", and the patient was nonresponsive on a ventilator in the intensive care unit. Interrogation of the device revealed there had been no episodes captured since the last interrogation, there had been no patient alerts, and "all data is wnl." The last ventricular fibrillation episode had been recorded on the day of implant. It was later determined the patient had died (B)(6) 2010. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.